Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was found to have cracked clamping pulley(s) on input axis. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and it failed. The instrument was installed on an in-house system and failed the mechanical engagement sequence.

Event description:
It was reported that the 8mm medium-large clip applier instrument would not work on da vinci systems. No fragment fell into the patient. No report of patient involvement or no known impact or patient consequence was reported.